Manufacturer narrative:
(B)(4). Device catalog number and lot number not provided/unknown. Device not returned.

Event description:
It was reported that an unknown mount would not disengage from a biomet implant during placement. The procedure was completed with another implant and another mount. Tooth location 23.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The unknown mount was not returned for investigation. Visual/functional inspection could not be performed. No device item or lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16; delivery protocol. Complaint reported that the implant mount of 3,25 rotated in the implant's hex while torquing in at 25 ncm, it was not possible to place the implant even with contra-angle or with the ratchet wrench during the surgery. Implant got stuck with the mount. The reported event is non-verifiable, as the condition that existed at the time of placement can not be replicated and partial product was returned for investigation. A root cause for this complaint could not be determined. The following sections have been updated: date of this report. Expiration date, (B)(4). Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes.' Device manufacture date. Evaluation codes. Additional narrative. The following sections have been corrected: describe event or problem: changed tooth location 23 to 32.